Event description:
It was reported that the device was used during an unk procedure. The device misfired, it fired two clips at the same time, then jammed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled and fed seven conforming clips; on the eight firing sequence the jaws would not open, the trigger had to be manually assisted to re-open the jaws and one malformed clips was released in the process. The remaining two clips were formed properly. Additionally the orange indicator was beyond of its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.